Event description:
The customer reported an intermittent loss of live image. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.